Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a pacemaker changeout procedure for normal battery depletion. The physician also capped and replaced the right ventricular lead for an unspecified reason on (B)(6) 2019.